Event description:
Recently, the user noticed a sensation of interference when touching the dl-coil, after which she could no longer hear at all with the device. In addition, facial nerve stimulation was reported. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: investigation results confirmed a loss of hermeticity at the housing braze joint through micro-leaks. Reportedly an incomplete insertion of the electrode was achieved at implantation surgery with one channel remaining extra-cochlea and two channels additionally migrated out of cochlea. Further the recipient experienced facial nerve stimulation which is an undesired side effect of cochlea implant implantation. The problems describe in the patient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. In addition, facial nerve stimulation was reported. The user was re-implanted.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. Reportedly an incomplete insertion of the electrode was achieved at implantation surgery with one channel remaining extra-cochlea and two channels additionally migrated out of cochlea. Further the recipient experienced facial neve stimulation which is a undesired side effect of cochlea implant implantation. To determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user_s hearing performance with the device is affected. In addition, facial nerve stimulation was reported.the user was re-implanted.